Event description:
The caller reported a malfunction with the insulin pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, reaching 600 mg/dl. To address the high blood glucose level, the customer took corrective action by administering a correction injection using multiple daily injections. There was no need for third-party assistance, and the customer managed to reset the pump without outside help.